Manufacturer narrative:
For e 601 analyzer serial number (B)(4), the field service engineer performed a mechanism check, verified adjustments, adjusted and verified mixer rinse levels, and cleaned system reagent reservoirs. The check cell was reviewed and precision studies were performed. Performance testing was run and passed. Precision studies passed. The customer ran calibration and controls; these passed. For e 601 analyzer serial number (B)(4), the field service engineer performed a mechanism check, verified pump pressure, verified adjustments, and cleaned system reagent reservoirs. The check cell was reviewed and precision studies were performed. Performance testing was run and passed. Precision studies passed. The customer ran calibration and controls; these passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on two cobas 6000 e 601 modules (serial numbers (B)(4) and (B)(4)). The initial value was reported outside of the laboratory and was questioned since a higher result was expected for the patient. The complained sample was a baseline sample for troponin t testing. The sample was initially tested on e 601 analyzer serial number (B)(4), resulting in a troponin t value of < 6.00 ng/l. The sample was repeated three more times on e 601 serial number (B)(4), resulting in values of 9.14 ng/l, 8.84 ng/l, and 8.11 ng/l. The sample was repeated four more times on e 601 analyzer serial number (B)(4), resulting in troponin t values of 10.52 ng/l, 7.48 ng/l, 7.73 ng/l, and 6.73 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer stated that controls were within range at the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.